Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose level of 515 mg/dl and a life-threatening ketone level. The customer was treated with intravenous insulin and saline and was released from the ICU on (B)(6) 2024 with the issue resolved and no permanent damage sustained. Reportedly, the cause for the issue was due to a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer reverted to an alternate method of insulin therapy.